Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the one grip cable was found to be broken and it was sticking out at the wrist. The idler pulley was able to spins freely and it exhibited pulley face and rim damage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted that the cable was 'cable hanging out at end on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.